Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, or deviations that could result in the reported incident. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. However, the lead involved in this complaint shipped for analysis was lost during the transit. Therefore, no expertise could be performed. If the lead arrives at the expertise location, the investigation will be carried out and a new report will be provided. The results of this investigation are retained and utilized for trending purposes. For more details, please refers to the attached report analysis h3 other text: the lead involved in this complaint shipped for analysis was lost during the transit.

Event description:
Reportedly, one moth post implantation an increase of the ventricular threshold (>3.5v) in bipolar and unipolar test was observed. Sensing and impedance values were within normal range. A reintervention was performed and the lead was explanted and a new one was implanted.

Event description:
Reportedly, one moth post implantation an increase of the ventricular threshold (>3.5v) in bipolar and unipolar test was observed. Sensing and impedance values were within normal range. A reintervention was performed and the lead was explanted and a new one was implanted.